Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high/low glucose alarms with the reported application. Per the compatibility guide, use of the iphone 11 version 18.5 with an ios operating system is incompatible with the reported application software version 2.12.0.8319. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible operating system issue with the use of abbott diabetes care (adc) device in use with an iphone 11 with ios operating system version 18.5. As a result, the customer was unable to use the application and did not experience any glycemic instability. However, they woke up to a healthcare professional (hcp) assisting them because their sensor did not issue any alarms while they were sleeping. This resulted in the need for unspecified treatment from the hcp for a diagnosis of hypoglycemia. Prior to this, the hcp recorded a blood glucose reading of 2.1 mmol/l, whereas the adc sensor showed 3 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported persistent signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible operating system issue with the use of abbott diabetes care (adc) device in use with an iphone 11 with ios operating system version 18.5. As a result, the customer was unable to use the application and did not experience any glycemic instability. However, they woke up to a healthcare professional (hcp) assisting them because their sensor did not issue any alarms while they were sleeping. This resulted in the need for unspecified treatment from the hcp for a diagnosis of hypoglycemia. Prior to this, the hcp recorded a blood glucose reading of 2.1 mmol/l, whereas the adc sensor showed 3 mmol/l. There was no report of death or permanent impairment associated with this event.